Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code of "malf 16" that could not be reset. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as backup therapy. Technical support arranged to send a replacement pump and provided instructions for storage mode and returning the malfunctioning pump to tandem.